Event description:
It was reported from the emergency department that the pump gave a communication error and instead of stopping, the infusion it started "dumping" the bag into the patient. The medication was lactated ringer's injection 1000ml. Customer was not sure if there was patient harm.

Manufacturer narrative:
The customer¿s report of a communication error was confirmed in the device logs; however, testing failed to replicate a communication type channel disconnection. Test results: the iui test method was performed on the returned system. The results of the testing failed to replicate a channel disconnection. The test was performed twice, with pump module attached to the pcu male and female iui. Note: the damaged release latch is believed to be cosmetic and did not affect the pump module when attached to the pcu female iui. Timed rate accuracy test method found the source pump module delivering IV fluids in specification. Concentricity measurements were taken from the returned administration set¿s pumping segment at the upper and lower occluders. The measurements of the pumping segment were found to be in specification. The probable cause of the customer¿s complaint is the result of a communication channel disconnection. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 12/27/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 17feb2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the emergency department that the pump gave a communication error and instead of the infusion it started "dumping" the bag into the patient. Customer was not sure if there was patient harm.